Manufacturer narrative:
The insulin pump passed the displacement test and p-cap/reservoir locked properly in place. Pump received with scratched case. Insulin pump received with pillowing keypad overlay. Insulin pump failed self test due to missing segments caused by cracked lcd glass. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack and the screen top was busted. No harm requiring medical intervention was reported. The device will be returned for analysis.